Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. A45169) inserted. The patient's past medical history included loop electrosurgical excision procedure. Concurrent conditions included depression, latex allergy (reactions: hives), allergy (reactions: hives), depression, uterine bleeding, cervical dysplasia, cholecystectomy and endometrial ablation. Concomitant products included docusate sodium (colace), ferrous sulfate and macrogol (miralax). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy, multi port laparoscopic robotic assistance, bilateral salpingectomy - total hyst). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surery. Concerning the injuries reported in this case, the following one were described in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 18-jun-2018: information from pfs and mr. New reporters added. Patient¿s demographics added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. A45169) inserted. The patient's past medical history included loop electrosurgical excision procedure. Concurrent conditions included depression, latex allergy (reactions: hives), rubber sensitivity (reactions: hives), depression, uterine bleeding, cervical dysplasia, cholecystectomy and endometrial ablation. Concomitant products included docusate sodium (colace), ferrous sulfate and macrogol (miralax). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy, multi port laparoscopic robotic assistance, bilateral salpingectomy - total hyst). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surery. Concerning the injuries reported in this case, the following one were described in patient's medical records: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure, constipation, ovarian cyst, back pain, impaction fecal, cesarean section, hemorrhoids and bowel obstruction. Essure confirmation test(s) conducted on (B)(6) 2013 and results: bilateral occlusion. Concurrent conditions included depression, latex allergy (reactions: hives), rubber sensitivity (reactions: hives), depression, uterine bleeding, cervical dysplasia, cholecystectomy and endometrial ablation. Concomitant products included docusate sodium (colace), ferrous sulfate and macrogol 3350 (miralax). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibromyalgia ("autoimmune disorder type:fibromyalgia"), nervous system disorder ("neurological conditions"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal condition"), migraine ("migraines"), nausea ("nausea") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, multi port laparoscopic robotic assistance, bilateral salpingectomy - total hyst). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fibromyalgia, nervous system disorder, fatigue, alopecia, gastrointestinal disorder, migraine, weight increased and psychological trauma outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: need for additional surgery. Concerning the injuries reported in this case, the following one were described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Reporter's information was added. Added event fatigue, hair loss, dysmenorrhea, dyspareunia (painful sexual intercourse), autoimmune disorder type: fibromyalgia, gastrointestinal condition, migraines, weight gain, nausea. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cholecystectomy ('cholecystectomy') in an adult female patient who had essure (batch no. A45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure, constipation, ovarian cyst, back pain, impaction fecal, cesarean section, hemorrhoids, bowel obstruction and overweight. Concurrent conditions included depression, latex allergy (reactions: hives), rubber sensitivity (reactions: hives), depression, uterine bleeding, cervical dysplasia and endometrial ablation. Concomitant products included docusate sodium (colace), ferrous sulfate and macrogol 3350 (miralax). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes or bladder controll"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), hair growth abnormal ("hormonal changes describe: abnormal hair growth,") and dysphonia ("voice changes"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced irritable bowel syndrome ("gastrointestinal condition/ gastrointestinal or digestive system condition type: ibs") and abdominal adhesions ("abdominal adhesions"). In (B)(6) 2015, the patient experienced depression ("psych injury/ psychological or psychiatric problems, condition: depression"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient underwent cholecystectomy (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2017, the patient experienced fibromyalgia ("autoimmune disorder type:fibromyalgia") and neuropathy peripheral ("neurological conditions/ neurological conditions or problems type: neuropathy"). On an unknown date, the patient experienced alopecia ("hair loss"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: pcos"), endometriosis ("endometriosis"), abdominal pain ("abdominal pain"), helicobacter gastritis ("h pylori") and congenital ectopic pancreas ("pancreatic rest"). The patient was treated with laparoscopy, endoscopy and surgery (total hysterectomy, multi port laparoscopic robotic assistance, bilateral salpingectomy - total hyst). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the dysmenorrhoea, dyspareunia, fibromyalgia, neuropathy peripheral, fatigue, alopecia, irritable bowel syndrome, migraine, weight increased, depression, hair growth abnormal, dysphonia, urinary incontinence, polycystic ovaries, endometriosis, abdominal adhesions, abdominal pain, helicobacter gastritis, congenital ectopic pancreas and cholecystectomy outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, alopecia, cholecystectomy, congenital ectopic pancreas, depression, dysmenorrhoea, dyspareunia, dysphonia, endometriosis, fatigue, fibromyalgia, hair growth abnormal, helicobacter gastritis, irritable bowel syndrome, migraine, nausea, neuropathy peripheral, pelvic pain, polycystic ovaries, urinary incontinence and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: piaintiff fact sheet received: previously reported event- psychological trauma was replaced with specific event depression, previously reported event- neurological disorder nos was replaced with specific event neuropathy, previously reported event- gastrointestinal disorder was replaced with specific event ibs, newly added events- abnormal hair growth, voice alteration, bladder control problem, polycystic ovarian syndrome, endometriosis, cholecystectomy, abdominal adhesions, pancreatic rest, h pylori, abdominal pain, outcome of the previously reported event- pelvic pain female were updated, onset date of previously reported events were updated, consumer height and weight was added, lab data was added, medical history was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.